Manufacturer narrative:
(B)(4). Initial report. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The product has been discarded.

Event description:
It was reported that a patient underwent an initial right knee arthroplasty on (B)(6) 2020. An oxford bearing dislocated and jumped the lateral rail of the tibial baseplate. Multiple attempts were made to reduce the bearing through closed manipulation but were unsuccessful. Subsequently, a revision procedure due to dislocation was performed where the bearing was removed and upsized by 1 mm on (B)(6) 2021.

Manufacturer narrative:
(B)(4). As the product has not been received, the investigation was limited to the information provided. In addition, we have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of complaint history was assessed for three years prior to the notification date and identified (3) total complaints about item #159540. There were (0) additional complaints against the lot #550900. Without the opportunity to examine the complaint product, the root cause cannot be determined due to insufficient information. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly. Risk assessment: root cause: risk management report documents the estimated residual risk associated with cemented oxford partial knee system. The root cause of the issue could not be determined with the information currently available, therefore the specific failure cause within the risk tables could not be selected for comparison. Risk statement: the reported event states that the revision was performed due to dislocation. Although, the root cause could not be determined, dislocation is captured multiple times within the oxford cemented implant risk table with a severity score level of 3. The outcome of the reported event (surgical intervention) is considered to be within the severity of the rmf. If further information regarding the root cause of the reported event is provided, risk should be re-assessed.

Event description:
It was reported that a patient underwent an initial right knee arthroplasty on (B)(6) 2020. An oxford bearing dislocated and jumped the lateral rail of the tibial baseplate. Multiple attempts were made to reduce the bearing through closed manipulation but were unsuccessful. Subsequently, a revision procedure due to dislocation was performed where the bearing was removed and upsized by 1 mm on (B)(6) 2021.